Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the biomedical engineer contacted the technical service engineer (tse) for phone assistance regarding a constant c33 error on the erbe, which persisted even with no instruments attached. The customer stated the erbe had already been restarted multiple times before the call, but the error remained. The biomedical engineer will provide the operating room with another erbe to start the surgical procedure. The procedure was completing as planned with no reported injury.